Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was locking and the cuff had eroded into the urethra. There has been no surgical intervention at this time. There were no additional patient complications reported.